Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 63mm diameter abdominal aortic aneurysm. The proximal side of the bifurcated stent graft was deployed from below the renal artery and implanted successfully in the target position. However, it was reported that a type ia endoleak was observed after implantation. Per the physician, the cause of the event was due to the anatomy of the patient. It was reported the neck was short (13mm), reverse tapered and torturous and a type ia endoleak was expected. The physician also reported a 32mm bifurcated stent graft could have been an option when he saw the proximal neck forming an accordion-like shape during insertion of the 28mm bifurcated stent graft. No additional clinical sequelae were reported, and the patient will be monitored.